Event description:
It was reported the coblator ii surgery system was taken out of service because the controllers output settings tested low. No pt injuries or complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.